Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated free t4 (frt4) results generated on the access 2 immunoassay system for one patient. The patient sample was retested using an alternate methodology and the results were within different clinical range. The initial erroneously elevated result was reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The fse inspected the instrument for any visible signs of failure, no issues reported. The fse reviewed the customer's past system check reports; all passed within instrument specifications. The fse then performed a high sensitivity system check which passed within instrument specifications. Then the fse ran all quality controls qc which passed within the laboratory's established ranges. The fse verified all repairs per established procedures and all results met published performance specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.